Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported post stent graft implant, there was a slight blush and the physician elected to place an aortic cuff, however, there was no change in the slight blushing. The physician elected to monitor the pt. It was reported that the pt expired the following day. The physician stated that the pt expired, due to the complications from the rupturing of the abdominal aortic aneurysm prior to stent graft placement.

Manufacturer narrative:
Evaluation results: death. Ruptured aneurysm prior to stent graft placement. Conclusion: ruptured aneurysm prior to stent graft placement. Ruptured aneurysm prior to stent graft placement.